Event description:
Pt called to report an adverse event that took place at (B)(6) hospital in (B)(6), involving a hill-rom advance 2000 hospital bed. The pt stated he was in the hospital since (B)(6) 2009, for back surgery. He was having two discs replaced. On (B)(6) 2009, the pt said he got up to use the bathroom, leaving the bed in an upright position. As he was getting back into the bed, the pt said the back of the bed collapsed and violently flew back, which caused the pt to free fall backward. The pt stated that it was extremely painful and because of this incident, he ruptured 6 discs; 3 in his neck and 3 in his back. He stated he is still currently in a lot of pain. The pt said he is currently in a lawsuit with both hill-rom and (B)(6) hospital. He believes the hospital has private investigator's following him. The pt also stated has 3 witnesses that saw the bed malfunction and the pt get injured. He explained he is currently on disability.